Event description:
It was reported that patient had recurrent revisions and was revised on right hip due to pain. Surgeon removed stem, ball, zimmer cup, and zimmer liner, and implanted a new hip.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as unknown exeter stem. Additional devices listed in this report: unknown ball. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that patient had recurrent revisions and was revised on right hip due to pain. Surgeon removed stem, ball, zimmer cup, and zimmer liner, and implanted a new hip.